Manufacturer narrative:
The insulin pump received with cracked case at display window corner, cracked reservoir tube, cracked reservoir tube lip and severely scratched display window. No fading display or moisture damage found inside the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with the plastic that covers the screen. The customer states the plastic is worn out, and they cannot see the right hand side of the screen. The customer states they cleaned the pump with warm water, but did not notice any moisture under the lcd screen. The customer's blood glucose level at the time of incident was unknown. The customer was advised that the device would have to be replaced and returned for analysis.